Event description:
Caller reported a tandem mobi cartridge alarm, which did not adversely impact the customer's blood glucose level. The complaint noted the cartridge alarm 34, and it was confirmed that this was not caused by exposure to external magnets or issues during the load process. The customer had previously reported similar cartridge alarms. Technical support decided to replace the pump, and a replacement was sent to address the issue documented on a related case.